Event description:
Event reported by the surgeon, (B)(6): I have had 2 mesh erosions at sacrocolpopexy with vertessa in the past 1 year. These occurred within less than 6 months of implant and both required return to the or to correct. One patient was s/p prior hysterectomy so we know they have a higher erosion rate.